Event description:
On (B)(6) 2022, a patient in france underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date it was reported that the patient experienced an abscess around the stoma orifice. On an unknown date the patient was seen by the physician and was prescribed amoxicillin for 7 days and chlorhexidine for local care of the stoma site.

Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number is the international list number which is similar to us list number of 062910. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.